Event description:
A hospital technician reported that a patient was hospitalized. She was pregnant, and the hospital staff was trying to determine if the hospitalization was related to her insulin pump or pregnancy complications. The technician did not have any further information and said that he would follow up with the patient so she could provide more details. In a follow-up call on (B)(6), the patient reported that she was at (B)(6), and had been hospitalized for 2 days. She stated that what she could recall was that she was admitted by her health care provider because her a1c was 8. She was not diagnosed with diabetic ketoacidosis or pneumonia. She said that she was put on an insulin drip for 28 hours with the pod on at the same time, and that her high risk doctor was adjusting her settings. She was also on a strict diet that allowed only 30 grams of carbohydrates for breakfast, 40 grams for lunch, and 60 grams for dinner. She was also on bed rest, with the ability to move around. At that time, the reason for her hospitalization was still unknown. On (B)(6), the patient called with further information. She stated that the hospitalization was related to the omnipod system. She said that her settings were changed, and since then, she has had no further issues.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization. No lot qualification records were reviewed, as the product lot met all acceptance criteria. The omnipod user guide advises that pregnancy can be one possible cause of hyperglycemia (high blood glucose) and advises, "consult your healthcare provider for guidance."